Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the sigmoid colon of a cancer patient on (B)(6), 2012. According to the complainant, the patient had colon cancer and metastatic liver cancer, therefore no surgical operation was performed; however, the patient was undergoing chemotherapy treatment. The stent was implanted as a palliative measure within the colonic stenosis. The patient's anatomy was reported to be slightly tortuous. Reportedly, there were no issues or patient complications during the stent placement procedure. Post procedure, a perforation was detected at the distal end of the stent via a CT scan. On (B)(6), 2012 , the patient was sent for surgery to address the perforation. No further patient complications have been reported.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18 the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.